Event description:
The user reported that a "shock did not occur" message has occurred.

Manufacturer narrative:
(B)(4). Currently pending evaluation of the device, also it is unclear at this time if this is a patient use complaint.